Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported events (beeping and loose connector) were confirmed via visual inspection and functionality testing. Analysis of the device revealed that the device failed to meet specifications: although the beeping heard by the patient could not be duplicated under lab conditions, the most likely root cause for the occasional beeping may be attributed to "fretting". Additionally, visual inspection revealed that the power port 1 (ps1) connector is loose from the controller housing, confirming the reported event. An internal investigation has been opened by the supplier to address this issue. The most likely root cause of the reported event (occasional beeps) can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous report. The company is seeking this information through the event investigation. Device has not been received.

Event description:
It was reported by the site the "patient was receiving occasional beeps indicating a new power source had been plugged in, and it was determined that the connector on the controller itself was loose." It was stated that there was a gap between the power connector and the controller housing. The power port was loose at that seam between port and controller housing. It was said that the elective controller exchange resolved the issue and that the patient was stable. No additional information provided. Investigation is ongoing.